Manufacturer narrative:
Nova biomedical has received the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 109 mg/dl, 59 mg/dl, 424 mg/dl and 194 mg/dl within a ten minute span of time. The difference in the readings was considered to be clinically significant. The meter will be returned for evaluation.